Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 10 bd precision glide¿ needles were clogged. The following information was provided by the initial reporter: "customer complaints because the needles with yellow hub have come obstructed, the liquid is not passing through."

Manufacturer narrative:
H6: investigation summary one sample received for investigation. The packaging blister has been opened incorrectly by pushing the needle hub through the packaging top web instead of separating the packaging top-bottom webs. Upon visual inspection, no defects or imperfections were observed. Functional testing was performed, the sample was connected to a syringe with saline solution, it was not possible to expel the solution, therefore the needle is clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Probable root cause is associated with removal of needle from the packaging, it appears to have been pushed through the packaging top web. H3 other text : see h10.

Event description:
It was reported 10 bd precisionglide¿ needles were clogged. The following information was provided by the initial reporter: "customer complaints because the needles with yellow hub have come obstructed, the liquid is not passing through."

Event description:
It was reported 10 bd precisionglide¿ needles were clogged. The following information was provided by the initial reporter: "customer complaints because the needles with yellow hub have come obstructed, the liquid is not passing through."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-apr-2022. Investigation summary batch history analysis was performed, checked the quality notifications and maintenance records, and found no potential records related to the failure. However, it was possible to confirm the deviation through sample analysis and customer site report. However, this needle was assembled in columbus and it is not possible to confirm the root cause. The incident identified mds columbus_ based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.